Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and migration have been ruled out. However, patient non-compliance was identified as the patient was increasing the programs on the transmitter assembly without consulting with the commercial team member which resulted in the stimulation being too high. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient increased the programs on their transmitter assembly without consulting with the commercial team member which resulted in their stimulation being too high (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported getting a "shock" in the bottom of their foot. The patient took off their device and met with the commercial team member. The programs were lowered and the patient was asked to not change the programs or power index without speaking with the commercial team member first. As of (B)(6) 2025 the "shocks" have gone away. No further issues have been reported.